Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. One opened/used reservoir was evaluated. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test which determined the reservoir was not occluded. Had no issues with the plunger when pre-filling the reservoir.

Event description:
The customer's spouse reported via phone call that they needed help with a set change, and reported a plunger that was hard to remove from the reservoir and also a high blood glucose of 480mg/dl. The customer's spouse was assisted with the set change but declined to troubleshoot for the high blood glucose level. There was no indication that the customer has treated during the call. The reservoir will be returned for analysis. The insulin pump will not be returned for analysis.